Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 450cc mentor memorygel breast implant, prior to opening of its packaging, was noticed to have a brown spot on its surface. There was no patient contact reported or any patient consequence. Another unspecified implant was used.

Manufacturer narrative:
On (B)(6) 2021, a product photo analysis was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the foreign matter could not be observed in the implant. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. The device was received in its opened box and sealed thermoform. Visual analysis of the returned device revealed a brownish particle over the shell, not embedded, of the smooth high profile xtra 450cc breast implant. After removing the particle from the surface of the device, the appearance of the foreign particle was evaluated under a microscope. Based on its appearance, the particle closely resembles the particles found from cutting mats used at process steps, but the source could not be confirmed. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer¿s reference number: (B)(4).